Event description:
Customer reported that their pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer through several troubleshooting steps, but the pump screen remained unresponsive. Consequently, technical support decided to replace the pump, informing the customer that the replacement would include updated software. The customer was guided on backup therapy, instructed on putting the old pump into storage mode, and instructed on returning it using a prepaid label. The customer acknowledged the instructions and the need to program their new pump and connect their cgm.